Event description:
The customer reported false reactive architect toxo igg results for one sample. The following data was provided (reference range for toxo igg: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): sample #2: (reagent used in february: 46117be00). On (B)(6) 2023 results = toxo igg = 16.5 iu/ml (result 7 iu/ml in jan 2023); toxo m = negative. The customer sent a sample to the toxo reference center for testing and generated the following results: vidas: toxo igg result = 0 (cutoff is 8); toxo igm result = negative. Alinity: toxo igg result = 15 iu/ml; toxo igm result = negative. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive architect toxo igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The tracking and trending were reviewed and did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the lot number 46117be00 and complaint issue. Field data was reviewed. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. Median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect toxo igg reagent lot 46117be00.

Event description:
The customer reported false reactive architect toxo igg results for one sample. The following data was provided (reference range for toxo igg: < 1.6 iu/ml is nonreactive, 1.6 to < 3.0 iu/ml is grayzone, >/= 3.0 iu/ml is reactive): sample #2: (reagent used in (B)(6): 46117be00). On (B)(6) 2023 results = toxo igg = 16.5 iu/ml (result 7 iu/ml in (B)(6) 2023); toxo m = negative. The customer sent a sample to the toxo reference center for testing and generated the following results: vidas: toxo igg result = 0 (cutoff is 8); toxo igm result = negative. Alinity: toxo igg result = 15 iu/ml; toxo igm result = negative. There was no impact to patient management reported.